Manufacturer narrative:
Concomitant product: lxmj37s, maryland xp inline sealer/divider 37cm (lot#31460044x); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown); lxmj37s, maryland xp inline sealer/divider 37cm (lot#31460044x) evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the seal plate was damaged and the tip of the seal plate was partially lifted off of the jaws and bent. No missing pieces of the insulation nor the seal plate were noted. It was reported that there was a component that disengaged and the insulation was damage. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the knife blade was exposed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during, ultralow anterior resection, the metal on the tip of the first device started to lift off and had become dangerous after a few hours of use (not continuously). Just had the second one did the same thing. The surgeon was not being rough, banging on to other instruments, was using it in a usual way for blunt dissection and general use. Another ligasure device used successfully with the same generator. Eight photographs were received and showed that the tip of the device¿s jaw was damage, insulation tip was chipped off and knife blade was exposed. A third ligasure was received without complaint information.

Event description:
According to the reporter, during ultralow anterior resection, the metal on the tip of the first device started to lift off and had become dangerous after a few hours of use (not continuously). Just had the second one did the same thing. The surgeon was not being rough, banging on to other instruments, was using it in a usual way for blunt dissection and general use. Another ligasure device was used successfully with the same generator. There was no patient injury. Eight photographs were received and showed that the tip of the device¿s jaw was damaged, insulation tip was chipped off, and knife blade was exposed. The third ligasure device received had no issue and was just used for comparison with the devices.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.